Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 24-jan-2018 - device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: during the investigation, a review of the black box showed multiple power reset events following a ¿cs128¿ alarm. The battery compartment was found to be cracked at the threads on the side and below the grip pad. No battery cap was returned, and a test battery cap was able to fit. The pump¿s ¿ez-prime¿ steps were performed correctly with no power interruption occurring during the investigation. Investigators were unable to duplicate the ¿power¿ complaint. The pump¿s cover was removed, and no intermittent conditions were found to the power printed circuit board.